Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that low out of range impedances were measured on three electrode pairs intra-operatively. The reporter stated that they had ¿wiped and re-wiped and blown several times¿ prior to calling technical services. The impedances were re-tested using the implantable neurostimulator (ins) and continued to show less than 150 ohms. The impedances were then measured in the 2x8 configuration using a multi-lead trialing cable (mltc) and impedances continued to be less than 150 ohms. However, when the leads were tested individually in the 1x8 configuration, impedances were within normal range. The reporter stated that the leads were ¿slightly staggering,¿ but were not close to each other. An x-ray showed that the leads were about 3-4mm apart. It was noted that the patient was woken up and felt good parasthesia with individual pair testing on the electrode pairs with low impedances. The group impedance was reportedly 347 ohms, which was considered slightly lower than normal. It was later reported that the impedances had not resolved. It was noted that the contacts had been cleaned several times and possible fluid was cleared from the ins contact chamber. The patient had had good stimulation, so it was decided to continue with the implant. It was noted the programming in recovery had given the same results. The cause of the issue was not determined.